Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: the needle hub was detached when removing the shield.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: the needle hub was detached when removing the shield.

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub detached when the shield was removed. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05aug2019, holdrege received a photo. A visual evaluation of photo showed syringe with no needle assemblies attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."